Event description:
It was reported that approximately 60 months post-implant of a bifurcated device, a suprarenal aortic extension and an infrarenal aortic extension, the devices were explanted due to aneurysm growth. Reportedly, the physician elected to treat the patient with an additional competitor¿s bifurcated device; however, after device deployment the delivery system could not be removed due to patients tortuous anatomy. The devices were explanted and the physician elected to perform open repair. The patient tolerated the procedure well and was discharged the following day. Additional information: it was reported the aortic neck had expanded to 40mm.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.